Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: model: 7120, competitor lead; implant: (B)(6) 2010. Model: cd3211-36q, competitor bi-v ICD, implant: (B)(6) 2010. (B)(4).

Event description:
It was reported that during a device changeout procedure it was noticed the left ventricular (lv) lead was exhibiting high thresholds. A new lv lead was placed, but dislodged while removing the coronary sinus guide catheter. The physician was unable to reposition the lead into a satisfactory location with acceptable thresholds. The physician chose to remove the new lead and revert back to the original left ventricular lead. The lead remains in use. No patient complications have been reported as a result of this event.